Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a spectrum iq infusion pump alarmed constant false distal occlusion during programming/set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. During functional testing, "constant false distal occlusion" was reproduced. A review of the history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.